Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of blue key inoperable was reproduced. The reported condition was verified. The cause of the condition was determined to be the keys not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of blue key inoperable. There was no report of patient injury or medical intervention associated with this event. No additional information is available.